Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse replaced barbed fitting that was determined to the cause of the fluid leak. The fse re-attached the waste tubing to the new fitting and resolved the issue. The unit conformed to the manufacturer's performance specifications. Barbed fitting.

Event description:
The customer reported fluid leaked from the rear of access 2 immunoassay system. The customer noted the fluid leaked from the system's drain pipe and had collected underneath the unit. There was no injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.